Manufacturer narrative:
The intraocular lens (iol) was discarded at the surgery center and not returned for analysis. In follow-up with the account it was determined the iol was not the cause of this event, patient had a weak capsular bag that could not support the iol. All currently available information is included in this report.

Event description:
The account reported the intraocular lens was implanted and removed in the same surgery due to a weak capsular bag. Patient will return to have a lens sutured in. The initial implant would not stay in place.